Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient went to the emergency room due experiencing weakness in her legs. In turn, the patient underwent surgical intervention. During the procedure, the surgeon opted to remove the lead from its location and coil it into the patient's ipg pocket for the meantime. The patient may undergo further surgical intervention on a later date.